Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high and low blood glucose. The customer blood glucose level was 258 mg/dl at the time of incident and current blood glucose level was 269 mg/dl. Customer other relevant blood glucose level was 450 mg/dl, 52 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated low blood glucose with snacks. Customer not alleging that the insulin pump was under delivering and insulin pump was on manual mode. Insulin pump was exposed to moisture and there was fluid in the reservoir compartment and reservoir was leak and o ring was missing. The insulin pump will not be returned for analysis.